Event description:
Medtronic received info that this mechanical prosthetic valve was explanted due to aortic regurgitation. No adverse pt effects were reported.

Manufacturer narrative:
(B)(4). Method - device history could not be reviewed as the serial number provided was not valid. Results - no product returned. Conclusion - cause of event cannot be determined. Analysis: no product returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.